Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that his wife was admitted to the hospital for a high blood glucose of 740 mg/dl and kidney issues. The customer was held for five days and released. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well; however, the infusion set that lead to the 740 mg/dl reading had a bent cannula. The spouse declined to check his wife's insulin pump settings. A high pressure test did not occur due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.